Event description:
It was reported through patient's representative that pt allegedly required revision due to the fact that the patella button "was not attached to the bone and mainly was held by fibrous soft tissue."